Manufacturer narrative:
The reported field event of backup bvvi was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and ate tests, and the device was determined to function normally. The cause of the pors was due to external defibrillation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was being replaced due to normal eri. During the procedure, unexpected reset was observed. The device was explanted and replaced as scheduled. No further information was provided.